Event description:
Adverse event occurred after completion of bronchoscopy procedure, approximately 5 minutes after veran rep left the procedure room with the physician. The procedure involved navigated bronchoscopy to retrieve samples from 5cm mass that occluded the right main bronchus just beyond the main carina. Samples were retried with a navigated brush (ins-0352 lot# - 03100170705), needle (ins-0380 lot # - 02753160711) and forceps (ins-0372 lot # - 03244171117). After the procedure CPR was performed on the patient, pointing "potentialy" to cardiac arrest. Follow up on (B)(6) 2018 determined that the facility believed that the endobronchial tube became dislodged after the procedure which led to a lack of oxygen. The endotracheal tube was then removed and patient was re-intubated. Patient then began having bronchospasm and was not ventilating. Physician was called back into the room and did not feel a pulse and then CPR was performed for less than 1 minute. Patient was then put on a vent and was taken to ICU. "Pateint" has since been extubated and on (B)(6) 2018 was eating and drinking. The patient did not go into cardiac arrest during the event. There is no evidence that the event was related to any deficiency with the spin thoracic navigation system or navigated instrumentation.